Manufacturer narrative:
Corrected information was provided in d1 (brand name), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was related to patient condition as device unable to pass through vasculature.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella 5.5 was attempted to be implanted in a patient via direct surgical right aorta for mechanical circulatory support. Direct implantation was unsuccessful despite many attempts and different techniques used (wire/wireless). The pump has not been implanted as it was impossible to cross the aortic valve. This was most probably due to unpredictable anatomical conditions. The customer does not blame the device, and did not complaint. The event has not influenced / harmed the patient at all. The pump will not be returned.